Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery cap was not loose, cracked or damaged. The customer stated that this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. Advise customer to install new or fully charged battery, customer states new battery did not resolve the issue. The device will not be return for analysis.